Event description:
The customer reported falsely elevated architect free t4 results generated on the architect i2000 analyzer for 2 patients. The following data was provided (customer¿s reference range: 11-17.7 pmol/l): testing was completed on (B)(6) 2026: sid (B)(6) (female, 30 years-old): initial result = 33.23 pmol/l; repeat result = 10.74 pmol/l sid (B)(6) (female, 31 years-old): initial result = 18.01 pmol/l; repeat result = 13.8 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k65-78 that has a similar product distributed in the us, list number 7k65, with 510k/PMA/bla number k173122.

Event description:
On (B)(6) 2026, the customer provided an additional patient with a falsely elevated architect free t4 (ft4) result. The patient sample generated an initial ft4 result of 30.18 pmol/l and the repeat result of 13.59 pmol/l. The patient is a 33-year-old female. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Updated section b5 with additional patient information.